Event description:
A 79-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure received a medical record dated (B)(6) 2025, documenting that the patient experienced contact dermatitis around the edges of the transducer arrays, potentially related to the tape, for approximately 1-2 weeks. The patient reported limited relief from using a topical steroid (clobetasol). The physician recommended the use of hypoallergenic tape and prescribed hydroxyzine 50mg to be taken three times per day as needed, along with diphenhydramine in the evenings to alleviate the itching. The prescribing physician was contacted for further information with no reply.

Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the contact dermatitis that required medical intervention cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).